Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product needed at this time. Complaint resolved by training during the time of the call. Product is working as designed. Most likely underlying root cause: (B)(4)-insufficient blood sample applied to strip (user) test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(4) 2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer advised that she was still experiencing symptoms of increased thirst. Her physician referred her to diabetes educator and ear, nose and throat doctor. No further information is provided. Unable to reach customer after several follow up attempts regarding her symptoms.

Event description:
Consumer reported complaint for e-2 blood glucose result accompanied by symptoms. The expected fasting blood glucose result range undisclosed. The customer did report symptoms of increased thirst and increase urination. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is stored by customer according to specification in the bedroom. During the call on (B)(6) 2017, a blood test was performed fasting by the customer and produced test results of 118mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 03/31/2018 and open vial date is (B)(6) 2017. The meter memory was not reviewed for previous test result history. Customers initial issue was resolved and they are satisfied the product is working as designed.